Manufacturer narrative:
Initial reporter address 1 - (B)(6). Device evaluated by manufacturer: the device was returned and the balloon was examined. The examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A balloon longitudinal tear was identified beginning approximately 5mm distal of the proximal markerband and extending approximately 38mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the tip identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination of the shaft found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located iliac vein. A 12.0 x 40, 75cm charger catheter was advanced for dilation. However, during angioplasty at 4 atmosopheres for 5 seconds the balloon ruptured. The device was completely removed from the patient body.there were no patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located iliac vein. A 12.0 x 40, 75cm charger catheter was advanced for dilation. However, during angioplasty at 4 atmospheres for 5 seconds the balloon ruptured. The device was completely removed from the patient body. There were no patient complications nor injuries were reported.